Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on june 01, 2018: during a microwave ablation of the patient's liver, it was noted the ceramic tip of the solero applicator had fully detached from the applicator shaft. The tip remained inside of the patient's liver tissue. The treating physician determined not to remove the tip from the patient. The device was set aside and the procedure was completed with a new of the same device. It was reported the patient was stable post procedure. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. A visual review of the device noted the tip is fractured off. The fracture occurs where the shaft meets the tip. A functional test of the device could not be performed given the condition of the returned sample. The customer's reported complaint description of tip fractured/migrated was confirmed. The sample was forwarded to angiodynamics' oncology engineering for further analysis. Samples were sent to supplier of the semi-rigid component, huber & suhner (h&s), for evaluation and to attempt to re-create this issue and determine root cause. The investigation included review of DHR for component used, fault tree analysis for potential contributing factors and attempts to re-create the failure mode using samples built under controlled conditions. A definitive root cause for the tip fractured/migrated issue could not be definitively determined a review of the lot history records was performed for the reported 14cm solero applicator lot number 17400804 for part number h7877001060030 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).